Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 208 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 208 mg/dl. The customer stated that the device was not dropped nor bumped or exposed to moisture. Customer was advised to insert aaa alkaline battery. The customer was advised to clean the battery cap with cotton swab and allow one minute to dry. Customer stated the display return.